Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified atrioventricular branch of right coronary artery. Following pre-dilation, a 2.25x20mm synergy¿ drug-eluting stent was advanced but crossing difficulties were encountered. When device was removed, it was noticed that the stent got lifted. The procedure was completed with a 2.25 x 24mm synergy stent. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: synergy ous mr 2.25 x 20mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent identified damage. Stent strut rows 1-12 from the distal end of the stent were damaged and deformed. The crimped stent outer diameter of the undamaged section of the stent was measured and is within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple kinks. An examination of the shaft polymer extrusion found no damage. There were no signs of damage or strain to the bi-component bond. The tip was visually examined and no issues were noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified atrioventricular branch of right coronary artery. Following pre-dilation, a 2.25x20mm synergy¿ drug-eluting stent was advanced but crossing difficulties were encountered. When device was removed, it was noticed that the stent got lifted. The procedure was completed with a 2.25 x 24mm synergy stent. No patient complications were reported.